Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; b7; d2; d6a; g1; g3; g6; h1; h2; h3; h6 if any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient had an initial right reverse total shoulder arthroplasty performed, which was revised 4 days later due to dissociation. Subsequently, the patient is now being considered for a patient matched implant due to unknown reasons.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. Component codes: proposed g-code: mechanical (g04) - head. D10 narrative: item:010000589, lot: 230060, item number: comp rvrs 25mm bsplt ha+adptr. Item:ep-115395, lot: 093300, item number: e1 44-36 rtnv +3 hmrl brg. Item:115370, lot: 795950, item number: comp rvs tray co 44mm. Item:113629, lot: 491120, item number: comp primary stem, 9mm mini. Item: 115397, lot: 478340, item number: comp rvs cntrl 6.5x35mm st/rst. Item:180553, lot: 420680, item number: comp lk scr 3.5hex, 4.75x30 st. Item: 180553, lot: 420680, item number: comp lk scr 3.5hex, 4.75x30 st. Item:180554, lot: 330090, item number: comp lk scr 3.5hex 4.75x35 st. Item:180554, lot: 146450, item number: comp lk scr 3.5hex 4.75x35 st. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. H10: related report #s: 0001825034-2025-00722; 0001825034-2025-00724 0001825034-2025-00726; 0001825034-2025-00727; 0001825034-2025-00725; 0001825034-2025-00728; 0001825034-2025-00730; 0001825034-2025-00729; 0001825034-2025-00731; 0001825034-2025-00995. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Nursing timeline reviewed information provided and identified the following: pmi request received, pending revision due to unknown reason. The rep response states that the patient was booked for a revision approximately 2 years ago (unknown if this is referring to knee or shoulder prosthesis). Medical records were not provided. A definitive root cause cannot be determined. Both baseplates/taper adapters are a part of a bet recall. The reason for this revision is unknown, and therefore, cannot be determined if the reported event is related to the deviations/recall the reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.